Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A video was received for analysis. A leak can be observed on valve of adult iso gard drain 830nl. A device history record review was performed on potential lot #: 74h2000033 and no relevant findings were identified. Customer complaint is confirmed based on the video provided. Although the complaint is confirmed, without the device to evaluate, there is not sufficient evidence to assure this issue was originated during the manufacturing process, nor caused by the supplier of the component adult iso-gard drain # 830nl since this is supplied by an external vendor. If the sample becomes available at a later date, a follow up report will be submitted with investigation results. A notification will be sent to the vendor for further analysis.

Event description:
The complaint is reported as: the port on the inspiratory limb cup is leaking during patient use. The circuit was changed. No patient harm reported. The patient's condition is reported as fine.